Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. Simulated use test was done and the customer's indicated failure mode for leakage from the cap with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers' indicated failure mode.

Event description:
It was reported that the bd vacutainer® ssttm ii advance tube lekaed blood from the cap during mixing. No serious injury, no medical interventions. No mucous membrane exposure was reported.